Manufacturer narrative:
This is 3 of 3 reports.

Event description:
It was reported that during testing in challenge silicone models, the hypo tube of the subject guidewire broke. The guidewire remained intact and did not separate into parts. No patient was involved, and no other information was provided.